Event description:
It was reported that the unit was having alignment issues when using the 712 (micromanipulator) and the laser was having trouble firing. The procedure was completed using the original device without patient complications. This complaint is for the micromanipulator.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. C2/d10 concomitant product/therapy: correction. The micromanipulator was not returned for analysis; however, it was serviced at the customer's facility by a field service engineer (fse). The fse was able to duplicate the reported issue confirming the reported event. The fse identified a faulty scanner. The scanner was ordered, and once arrived, the customer installed it. The device passed full functional and electrical safety testing. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the unit was having alignment issues when using the 712 (micromanipulator) and the laser was having trouble firing. The procedure was completed using the original device without patient complications. This complaint is for the micromanipulator.